Event description:
Clinical study. It was reported that 544 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). On the day of the index procedure, the pt was admitted with recurrent angina. She had also had an abnormal stress test. The lesion being treated was a 3.5mm, 75% stenosed, 10mm long portion of the proximal left anterior descending (prox lad) artery. The lesion was treated with direct stent placement of a 3.5 x 12 mm taxus express2 study stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and clopidogrel. At 544 days after the index procedure, the pt was admitted with unstable angina symptoms. Treatment on that day, consisted of cutting balloon angioplasty and placement of a 2.5 x 20 mm taxus express2 stent in the mid lad. Residual stensosis was 0%. The pt was discharged the next day on aspirin and clopidogrel. In the opinion of the physician, the relationship of the tvr to the taxus stent is unrelated. Clinical event committee (cec) adjudication results in april 2008, confirm the adverse event to be possibly related to taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.